Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial flutter a maestro 4000 pod, 150w was selected for use. Once the maestro generator was switched on, the error message d08 - check pod was displayed on the generator, which prevented the procedure from continuing. Several hard reboots were performed along with disconnecting and reconnecting the pod, but these actions did not resolve the issue. The procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Event description:
It was reported that during a procedure to treat atrial flutter a maestro 4000 pod, 150w was selected for use. Once the maestro generator was switched on, the error message d08 - check pod was displayed on the generator, which prevented the procedure from continuing. Several hard reboots were performed along with disconnecting and reconnecting the pod, but these actions did not resolve the issue. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
The maestro 4000 pod, 150w was returned for analysis. Upon receipt at the sfmd, the device underwent analysis. Some little scratches were noted on the top cover. The reported clinical observations were confirmed, and the root cause was attributed to the defective rf pod cable. Following the replacement of the pod cable, the unit passed the final test.